Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead presented to the hospital emergency room due to dizziness. The rv capture threshold measurements increased and impedance measurements were less than 200 ohms. Additionally, the rv lead was found to have an insulation break. As a result, an invasive revision procedure was performed and the rv lead was surgically abandoned and replaced. To date, no adverse patient effects were reported as a result of this procedure.

Manufacturer narrative:
All available information indicates that the lead was abandoned surgically. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.